Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the right ventricular lead. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that the patient presented with post-paced t-wave over-sensing. No intervention or adverse patient consequences were reported.